Event description:
(B)(4)

Manufacturer narrative:
The user facility reported that during a patient procedure hospital personnel noted a burning smell. Hospital personnel unplugged all electrical sources and the smoking continued to emit from the bottom of the surgical table. Hospital personnel then unplugged the surgical table and the smoke subsided. No injuries or procedural delays or cancellations were reported. At the time of the reported event on (B)(6) 2014 steris was not contacted in order to provide service to the table. In review of steris service records the surgical table subject of the reported event was last serviced by steris on 4/30/2009. The table is not under steris service contract and is serviced and maintained by the user facility's ge department. The user facility's ge clinical engineering staff inspected the table after the reported event occurred and found the power supply to be damaged. The ge technician replaced the main power supply, pump motor and table control board. No additional issues have been reported. (B)(4)